Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure has been scheduled. No adverse patient effects were reported. This device remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.